Event description:
It was reported that the user experienced persistent hyperglycemia and an occlusion alert while using an infusion set, after which the user changed the infusion set but glucose levels did not decrease, consistent with an obstruction of insulin flow related to the connector/coupler of the infusion set. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a deformation problem associated with the connector/coupler that is consistent with an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.